Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by a startright representative that the customer had a low blood glucose level of 37 mg/dl. The customer stopped using the insulin pump because she thought the device was over delivering insulin. The customer had an adjustment and then her reading went up to 264 mg/dl. The customer declined to speak with the 24 hour helpline. No further details were provided.